Event description:
It was reported that the patient had sepsis related to intravenous therapy (IV) at subclavian. It was also reported that the patient's right atrial (ra) lead had dislodged. The patient's pacemaker, the right ventricular lead and the right atrial lead were explanted due to the infection. A new leadless pacemaker system was implanted. Patient status was unknown.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The lead was returned due to infection and dislodgement. As received, a complete lead was returned with the helix retracted and clogged with blood/ tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.